Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose. Customer's blood glucose level went as high as 450 mg/dl. Customer was hospitalized and treated their high blood glucose by going to the emergency room. Customer changed out their infusion set because each time they attempted to deliver insulin they received the no delivery alarm. The insulin pump will not be returned for analysis.